Event description:
Needle did not come out [device malfunction] no adverse event [no adverse event] case narrative: this spontaneous report concerns of events of device malfunction and no adverse event in a 65-year-old male patient (race not reported) from the united states. The patient's age at the time of experience was 65 years. On (B)(6) 2023, amneal pharmaceuticals received information from a pharmacist via a telephonic call concerning above-mentioned events experienced while on amneal's twinject (epinephrine auto-injector). The patient was being treated with epinephrine auto-injector 0.3 mg (ndc: 0115-1694-49, lot no: g221013x, expiry date: 31-jul-2024) (dose, and therapy date not reported) for bee stung bite. Current condition included bee stung bite. Concurrent conditions, concomitant medications, medical history, history of procedures, smoking, alcohol consumption, recreational drug use and laboratory tests were not reported. On 19-apr-2023, the pharmacy dispensed the epinephrine to the consumer and on an unknown date in the month of sep-2023, the patient returned the product to the pharmacy by stating that he has tried using the medication due to a bee stung bite but, the epinephrine injector needle did not come out. The patient did not use the second epinephrine as he was hiking at outside hence, he did not carry the second epinephrine. The patient did not have anaphylactic shock reaction however after some time he ended up being okay. Hence there was no emergency to the consumer. Last action taken with epinephrine in relation to device malfunction and no adverse event were not applicable. De-challenge and re-challenge were not applicable. The outcome of events of device malfunction and no adverse event were unknown. The reporter assessed the causality of events of device malfunction and no adverse event as not reported. This case was considered as serious. The reportability of this case was expedited. This significant follow up (#1) information received on (B)(6) 2023. New information received includes qa investigation report, attached with this case. On (B)(6) 2023, amneal product complaints received a product complaint notification for epinephrine auto-injector 0.3 mg, lot g221013x, ¿needle did not come out¿. The investigation complaint sub-type based on the complaint information was determined to be for ¿sheath mot removed by sheath remover¿. The cmo pfizer investigation was not warranted as the complaint was related to the assembly of the device at phillips. An investigation was performed by phillips for the subject lot. After review of the manufacturing controls in place, pmm does not see a correlation between technical complaint comp_2023_3457 and the manufacturing process at pmm. Per the electronic batch record, all in-process inspections and assembly qa release samples met acceptable criteria, there were no deviations or discrepancies found during assembly of this lot that could have led to the defect reported by the customer. There has been one (1) other complaint reported for lot g221013x for the past 24 months related to sheath not removed by sheath remover, and one complaint related to bent needle upon complaint sample review. In those investigations it was determined that manufacturing or assembly did not contribute to the reported complaint. Based on the sdeai retain review and testing, the reported complaint was not confirmed. Based on the complaint sample evaluation the reported complaint was not confirmed. The investigations concluded that the lot was manufactured in accordance with approved batch records and specifications. There have been eight (8) other, similar complaints reported in the complaint category ¿sheath not removed by sheath remover¿ in the past 24 months. None of the 8 similar complaints were attributed to the manufacturing process. Based on the retain review and testing the retain tested conformed, the reported complaint of was not confirmed. A review of the pfmea was completed to confirm if the failure mode is captured within the current assembly process. The complaint sample was returned on 11 dec 2023 from the sample return kit provided by impax - amneal. One (1) 0.3 mg auto-injector was returned, which included samples from lot g221013x exp jul-2024. The reported complaint of "needle did not come out¿ was not confirmed based on the evaluation performed by use of the surrogate sheath remover being able to remove the sheath, as such a root cause for user error could not be determined. The sheath remover was not returned so it could not be ruled out as a contributor of the event. The instructions for use (IFU) were reviewed and there are adequate instructions for administration. As per the pil, ¿pull off both blue caps. Put the red tip against the middle of the outer thigh at a 90 degree angle. Press down hard and hold firmly against thigh for approximately ten (10) seconds to deliver the medicine. Only inject into the middle of the outer thigh. Check the red tip. The injection is complete and you have received the correct dose of the medicine if you see the needle sticking out of the red tip. If you do not see the needle repeat steps.¿ the investigation associated with epinephrine injection usp auto-injector 0.3 mg; lot g221013x for the complaint category ¿ sheath not removed by sheath remover, for the reported complaint ¿needle did not come out¿ confirmed that the auto-injectors were manufactured in accordance with approved batch records. The evaluation of the retain sample conformed and met specification. The complaint sample evaluation of the sample was not confirmed based on the evaluation performed by use of a surrogate sheath remover being able to remove the sheath. There were no issues related to the manufacturing process that were determined to be attributed to the reported complaint. The investigation concluded that the lot released to market was manufactured in accordance with approved batch records and specifications. Last action taken with epinephrine in relation to device malfunction and no adverse event were not applicable. De-challenge and re-challenge were not applicable. The outcome of events of device malfunction and no adverse event were unknown. The reporter assessed the causality of events of device malfunction and no adverse event as not reported. This case was considered as serious. The reportability of this case was expedited.